Event description:
The unit reportedly shut down while on a pt. The display went blank and an audible alarm was sounding. The therapist was at the bedside during the event, and switched the unit off then back to the set mode without resolution. The ventilator was removed from the pt without incident.

Manufacturer narrative:
The ventilator was evaluated by co and the failure was caused by a blown fuse.